Manufacturer narrative:
Additional information: patient had original treatment on the right mid common femoral artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review : the in.pact admiral device was not received for evaluation. Seven photographs of cine images and three movies of contrast flow were received for evaluation. The first cine image is of an atherectomy device in the targeted vessel anatomy, mid superficial femoral artery. The second image is a CT scan image cross section of the targeted anatomy and includes two arrows with an annotation of 25mm. The reflective mass in the image between the arrows maybe the aneurysm. The third image is of a contrast flow in the area of mid superficial femoral artery a reflective ¿tear drop¿ mass appears to encapsulate a catheter in the superficial femoral artery. The fourth image is of a contrast flow through mid superficial femoral artery with calcified lesions in the vessel. The fifth image is of guide wire/catheter going from the left leg to the right leg with the tip of guide wire/catheter coiled in the aorta. The sixth image is of a pta balloon device inflated in the mid superficial femoral artery on a guide wire. The seventh image is of a guide wire through the mid superficial femoral artery. A dark ¿shadow¿ covers a portion of the artery. The artery shows an increase in the lumen internal profile. The eighth and ninth images are from video. The images are of a contrast flow study through the mid superficial f emoral artery. A guide wire is visible within the artery. A dark ¿shadow¿ covers a portion of the artery. The tenth image is from video. The images are of a contrast flow study through the mid superficial femoral artery. A guide wire is visible within the artery. The walls of the artery appear to be rugged and not smooth at the top of the image. The vessel profile appears to be larger than expected. The eleventh and twelfth images are from video. The images are of a contrast flow study through a lower section of the mid superficial femoral artery. A guide wire is visible within the artery. The walls of the artery appear to be smooth at the top of the image. The vessel profile appears to be nominal. Technical analysis of the images received was able to determine that an aneurysm is present at the vessel site treated with hawkone directional atherectomy and in.pact admiral. Based on the provided CT image annotation, the treated vessel cross section profile is approximately 25mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A hawkone device was used to treat a 20mm calcified lesion in the patients¿ mid superficial femoral artery (sfa) of diameter 7mm. Lesion exhibited 80% stenosis. Slight vessel tortuosity and severe vessel calcification reported. Pre-dilation was not performed. No issues reported during use of the device. Four passes were completed, and it is reported the artery diameter had increased larger than baseline. Angioplasty was performed using an inpact admiral dcb and patient was discharged from hospital. Routine follow-up has shown the common femoral continuing to increase. Almost 2 years post-procedure, the vessel is reported to now be approximately 2.5 cm in diameter. Patient is reported to have aneurysm of common femoral artery. The hawkone is suspected to have been a contributor to the event. Patient was referred to vascular surgeon.